Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a non-boston scientific sales representative (sr) that for the past four months the device displayed less than a half year remaining. During the current interrogation the longevity estimate read 1.5 years remaining and the battery status indicator also changed. It was noted that the auto capture feature in the device is programmed on and no programming changes were made since the last follow-up. The physician opted to continue one month follow-up appointments. Two weeks later the non-boston scientific sr contacted technical services and stated the patient was scheduled for a change out procedure due to the device reaching its elective replacement time. To date, no paperwork has been received stating that this device was explanted.